Manufacturer narrative:
E1 - phone number (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image fault, specifically interference lines, during a diagnostic colonoscopy procedure involving an olympus colonovideoscope. The procedure was completed with an olympus back-up device. There was no patient injury reported.